Event description:
Caller reported a malfunction on the pump. There was no reported impact on the customer's blood glucose level. Technical support assisted in resetting the pump, but the issue recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.